Manufacturer narrative:
Date of event estimated.there were no allegations against the returned lead. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. Inspection of lead a found it was cut during the explant procedure resulting in a stimulation end segment and a terminal end segment. Microscopic inspection of both segments did not identify any broken wires, outer tubing breaches or broken wires.

Event description:
Related manufacturer reference number: 1627487-2024-00256 and 1627487-2024-00257.it was reported that the patient was experiencing ineffective stimulation. Surgical intervention took place where the leads were explanted and replaced with a competitor system to address the issue. The ipg was also explanted and replaced with a competitor system, but it is unknown as to why the ipg was explanted.